Event description:
A report was received from the clinical events committee (cec) of the (B)(4) study indicated that approximately a year and eleven months post index procedure the patient experienced an event of systolic heart failure. An autopsy was not performed. The patient died and the event was deemed a possible thrombotic event and a cardiac death. The target lesions were located in the proximal right coronary artery (rca) and distal (rca). The lesion in the proximal rca was described as de novo, 80% stenosed, 10mm in length, non-thrombosed, type b1, with mild calcification. The lesion was pre-dilated and a 3.0x18mm cypher rx stent was implanted at 20atms. No post-dilation was done and residual stenosis was 0%. The lesion in the distal rca was described as de novo, 90% stenosed, 15mm in length, non-thrombosed, type b1, with mild calcification. The lesion was pre-dilated and a 3.0x13mm cypher rx stent was implanted at 20atms. The lesion was post-dilated and residual stenosis was 0%. Pre and post-procedure timi flow for both lesions was 3. No dissection occurred during the procedure. Cardiac catheterization confirmed the patient had a patent 3.0x8mm cypher stent implanted in the om (implanted on (B)(6)-2009) with mild in-stent renarrowing but no significant stenosis. The study coordinator confirmed no stenting was done. Approximately sixteen months after the index procedure, the patient experienced a reocclusion of the cypher stent implanted in the obtuse marginal (om).

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a stent thrombosis and died post index procedure. This was an (B)(6) male with medical history including previous percutaneous coronary intervention with coronary artery bypass graft surgery (1995), hypertension, atrial fibrillation, myocardial infarction, type 2 diabetes mellitus with retinopathy, neuropathy, or nephropathy, major bleeding, smoking, allergies to penicillin, enlarged prostate, azotemia, gastrointestinal bleeding, hemorrhoidectomy, diverticulitis, colon resection, pacemaker, coronary artery disease, glaucoma, skin melanoma, cad, dacron aortic graft, diabetes mellitus, hypertension, melanoma right shoulder, rectal bleeding secondary to ruptured diverticulum, aorta replacement, chronic kidney disease, severe lv dysfunction, bi-ventricular ICD for heart failure therapy, and an unknown stent in obtuse marginal. The patient was an active smoker. The target lesions were located in the proximal right coronary artery (rca) and distal (rca). The patient had no angina; the index procedure was a pre-planned staged procedure to treat both target lesions. In (B)(6) 2010, the index procedure was done. The first target lesion was in the proximal rca and described as de novo, 80% stenosed, 10mm in length, non-thrombosed, type b1, with mild calcification. Pre-dilation and single stent implantation were successfully completed. The core lab reported 25% residual stenosis, no dissection and timi 3 flow. The second target lesion was in the distal rca and described as de novo, 90% stenosed, 15mm in length, non-thrombosed, type b1, with mild calcification. Pre-dilation, single stent implantation and post-dilation were successfully completed. The core lab reported a 21% residual stenosis, no dissection and timi 3 flow. Angiography confirmed a patent 3.0x8mm cypher stent in the om (implanted on (B)(6) 2009) with mild in-stent re-narrowing, but no significant stenosis. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. In (B)(6) 2011, the patient complained of shortness of breath and weakness. The site reported a non-q wave mi and heart failure. On (B)(6) 2011 the troponin was 2.25, no ck or ckmb were tested. The ECG core lab reported a paced rhythm. Echocardiogram revealed anterior apical and inferior wall akinesis, moderate to severe mr and an ef of 25%. Angiography revealed patent study stents in the rca, total 100% occlusion of the mid lad with collateral circulation from the rca, a 100% total occlusion of the lad graft, occluded graft to the lcx and a patent stent in the lcx. Medical management was continued. The mi has been captured as a non-complaint. In (B)(6) 2011, the patient underwent implantation of a biv-ICD (bi-ventricular implantable cardioverter/defibrillator). This was implanted for cardiac resynchronization and treatment of chf. On (B)(6) 2011, the follow up visit for the ICD was uneventful. On (B)(6) 2011, the patient died. The site reported the cause of death was systolic heart failure. The cec adjudication committee has deemed this event a possible stent thrombosis, thus the file was updated with a code for mi. No autopsy was performed. The cypher stents remain implanted thus unavailable for analysis. The DHR review was extended to the stent coating site. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Late thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death. This is one of three products associated with the reported adverse events that were submitted under manufacturer report numbers 3003742446-2011-00317, 3003742446-2011-00318 and 3003742446-2012-00149..

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.this is one of three products associated with the reported adverse events that were submitted under manufacturer report numbers 3003742446-2011-00317, 3003742446-2011-00318 and 3003742446-2012-00149.